Event description:
A confirmed motor stall with no motor stall recorded in the event logs was reported. The reporter was asked to come to the clinic the day of the report to do some troubleshooting on the patient¿s pump due to motor stalls. There were multiple motor stalls and recoveries (B)(6) 2014. The last motor stall had not recovered was (B)(6) 20/14 2339 and tube set (B)(6) 2014 2339. The patient did have carpel tunnel surgery 5/31/14 under local anesthesia. The reporter denied any emi or magnetic interaction, i.e., MRI. The patient was complaining of return of symptoms, increased pain. The pump was used to deliver morphine. Additional information later reported the pump was explanted. Additional information later reported the stall did not recover and no cause of the stalls determined.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, feedthru anomaly, shorting across insulator, gear train anomaly stall due to shaft-bearing. Pumphead pump tube integrity anomaly, unconfirmed pump tube breach. The inside of the pumphead compartment, and motor can, had residue and fluid present. A leaking pump tube was suspected, but the leak could not be found or reproduced. It is believe the leak had ¿self healed.¿

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.